Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior descending artery of right coronary artery (rca), atrioventricular grove of rca. A 10/2.00 flextome(tm) cutting balloon(tm) was used to dilate the lesion. Dilation was done after crossing the lesion. First inflation was at 2atm and the second inflation was at 4atm. However, on the third inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.